Manufacturer narrative:
The explanted devices will not be returned for analysis as they were kept by the medical facility. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7080160. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7080150. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7075403. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7075307.

Event description:
It was reported that the patient had an infection and the entire dbs system had to be explanted. The patient noticed some swelling and redness at all the incision sites (top of the head, behind the ear and chest). The physician does not believe the infection was device related. The patient was immunocompromised and was not compliant with taking his antibiotics after surgery. The patient was prescribed additional antibiotics following the explant surgery.